Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot. There is not report of death or serious injury.